Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had a loss of sensation in the legs three weeks after the implant procedure. The device was never turned on and the patient was in rehabilitation. Subsequently the device was explanted. There have been no reports of further complications.